Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic knee surgery the connection (plastic) on the shaver attachment broke and crumbled. The device did not break inside the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-8500obe serial/batch number (B)(6) was received for evaluation. Functional testing was not performed because the device hub was broken off. A visual inspection revealed that the hub connector was broken. When the device was disassembled to evaluate the inner and outer shafts, a brownish spot was noted near the tip of the inner shaft, most likely due to poor irrigation during use. The most likely cause of the reported and observed failure of the device is user error, specifically setting the device incorrectly on the handpiece and using it.